Event description:
A report was received that a pt's ipg site was feeling hot. The physician examined the ipg site and believes the pt has an infection and wants to have the precision system explanted. The pt exhibited symptoms of tenderness, itchiness, redness and puffiness around the ipg. The pt was prescribed antibiotics, but the physician does not believe the infection is related to the device.